Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16mm promus premier stent was selected however it was noted that the stent struts were probing out and became hung up on the guide catheter. The device never went inside the patient's body and the procedure was completed using another of the same device. No patient complications were reported.